Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd pegasus¿ safety closed IV catheter system needle. The following information was provided by the initial reporter, translated from chinese: "the patient needed to use the indwelling needle. The nurse routinely prepared the indwelling needle, and then removed the shield of the indwelling needle and found that there was foreign matter on the needle. Therefore, the indwelling needle was replaced immediately, and no adverse injury was caused."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1323192. This batch number could not be identified in our system. Additionally, a sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that foreign matter was found on the bd pegasus¿ safety closed IV catheter system needle. The following information was provided by the initial reporter, translated from chinese: "the patient needed to use the indwelling needle. The nurse routinely prepared the indwelling needle, and then removed the shield of the indwelling needle and found that there was foreign matter on the needle. Therefore, the indwelling needle was replaced immediately, and no adverse injury was caused."